Manufacturer narrative:
This report will be amended when our investigation is complete. Returned but not yet evaluated.

Event description:
It is reported that the provisional fractured during knee arthroplasty procedure.

Manufacturer narrative:
Device was received with complaint for investigation. Visual inspection of the returned cps tasp bottom identified that the device had fractured into 2 pieces near the post. Both pieces were returned for exam. This is a known reported issue has been investigated through corrective actions. This device is used for treatment. This device was manufactured in jul 2013, with an approximate field age of 2 years 10 months, and has been used in an unknown number of surgeries. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Reported information states that the surgical technique was followed during use of this device. It is likely that the device fractured from wear and tear from use.